Event description:
It was reported that the patients implantable pulse generator (ipg) had stopped working following a non-device related surgery. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event.